Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that her one touch ultra2 meter read inaccurately high compared to her normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began during the week prior to contacting lfs. The patient reported obtaining blood glucose readings of ¿140-170 mg/dl¿ with the subject meter compared to her normal blood glucose range of between ¿100-130 mg/dl¿. The patient manages her diabetes with insulin. The patient reported that one day during the week prior to contacting lfs, she administered more insulin (amount not specified) due to the alleged issue. An unspecified time after the increased dose of insulin was administered, the patient claimed she developed symptom of feeling ¿so dizzy¿ but did not report receiving any medical treatment. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correct and were not expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse after administering insulin based on alleged inaccurate high results obtained with the subject meter.